Event description:
The surgeon inserted a cc4204bf collamer plate lens and the lens tore. There was no patient contact or injury. This is one of the three lenses the surgeon attempted to insert into this patient. See mfg report #2023826-2006-00111 and #2023826-2006-00112.